Event description:
It was reported that the patient experienced a return of symptoms. The health care professional was replacing the pump because it was six and a half years old. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.